Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to this patient receiving 6 inappropriate shocks due to t wave oversensing. This was observed post procedure as this patient had received a concomitant implantable cardioverter defibrillator (ICD). The setup was unsuccessful in all vectors. It was thought that the sensing issue was possibly due to sedation. This patient went home and returned to the emergency room (ER) the following day after being shocked. This electrode was ultimately explanted and replaced with a transvenous system, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to this patient receiving 6 inappropriate shocks due to t wave oversensing. This was observed post procedure as this patient had received a concomitant implantable cardioverter defibrillator (ICD). The setup was unsuccessful in all vectors. It was thought that the sensing issue was possibly due to sedation. This patient went home and returned to the emergency room (ER) the following day after being shocked. This electrode was ultimately explanted and replaced with a transvenous system, which remains in service. No additional adverse patient effects were reported.